Event description:
It was reported that during pre-surgery, it was observed that the console device was displaying an e6 error code. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was discovered the device had a broken cover, the touch pad was not working properly, and the connector resistance failed. It was determined that the cover was broken from allowing the cover to come in contact with a hard object or dropping the device. The assignable root cause was determined to be due to misuse, abuse, and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.